Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal circumflex artery. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure the stent strut was found lifted upon crossing the lesion. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.